Manufacturer narrative:
The calibration was provided and it was acceptable. A general reagent problem can be excluded because the qc prior to the event was within ranges. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation about discrepant results for 5 patients' serum/plasma samples tested with elecsys hcg+beta (hcg+b) assay on a cobas 8000 cobas e602 module when compared to a cobas e801 immunoassay analyzer and a competitor's platform (siemens). Sample 1 (patient 1): initial result: 55.30 miu/ml. On (B)(6) 2024: 1st repeat result: 0.100 miu/ml. 2nd repeat result: <200 miu/ml (tested on e801). 3rd repeat result was not provided but was interpreted as negative (tested on siemens). Sample 2 (patient 2): initial result: 3.95 miu/ml. Repeat result: <0.200 miu/ml. Sample 3 (patient 3): initial result: 83.99 miu/ml. Repeat result: <0.200 miu/ml. Sample 4 (patient 4): initial result: 10.36 miu/ml. Repeat result: 1.06 miu/ml. Sample 5 (patient 5): initial result: 484.4 miu/ml. Repeat result: <0.200 miu/ml. One patient questioned the initial result, prompting the repeat of the samples. Reportedly, an amended report with the correct results was issued.

Manufacturer narrative:
The cobas e602 module serial number was (B)(6). Qc was within range prior to the event. The investigation is ongoing.